Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. The component did not pass activation test upon functional evaluation, and additionally, it was noted that its tubing was cut down the pump block. No leaks were identified. Both cylinders and the reservoir were visually inspected and tested for leaks. Both cylinders and reservoir passed leakage examination; however, the cylinder exhibited wear at fold in the middle and proximal end of its body, and the reservoir presented wear at multiple folds in its shell. Based on the information available and analysis results, the pump not passing functional testing could have caused or contributed to the device being removed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, the pump did not pass functional testing.